Event description:
It was reported that pump experienced malfunction after caller removed cartridge before entering load menu and then attempted to start load process. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.